Event description:
Mindray anesthesia machine a7: system was checked and cleared. Patient was being induced for anesthesia. Oxygen flow was increased to 10l/min without issue. Patient was intubated without issue and manually bagged. Attempted to adjust the vent settings but the system remained in standby mode. Unable to switch from standby despite multiple attempts. Anesthesia tech called. Stated they have never seen this. Ambubag brought out to manually bag patient. Machine turned off then turned by on with patient still connected to anesthesia machine. Took two minutes for the entire machine to reset. I am not sure why the machine never switched from standby to active but this really could lead to serious iatrogenic complications. Had I been offsite and alone, I would not have been able to bag the patient and draw up additional medication to prevent anesthesia awareness. I was not completely sure if the patient was still receiving 100% oxygen as the displays were not working. Turning on sevoflurane could have worked but the amount was not being displayed.